Event description:
It was reported that the tip was found to be broken off the small pointer while in sterile processing after the completion of a procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The preceding procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event that the tip was broken off was confirmed through the visual inspection. It is possible rough or improper handling led to the broken tip. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the tip was found to be broken off the small pointer while in sterile processing after the completion of a procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The preceding procedure was completed successfully.